Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range impedance measurements, loss of capture (loc) and dislodgement. The lead was explanted and replaced. It is unknown if patient was pacemaker dependent on ra therapy. An unspecified adverse patient effect was reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. An x-ray was performed and the inner coil was noted to be stretched but no evidence of lead fracture. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.